Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. No frozen display noted. It passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, it had a loud motor noise during rewind due to faulty motor. The device also had a cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the screen froze for a moment. The blood glucose at the time of the incident was 54 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.